Event description:
It was reported that the right ventricular (rv) lead had high thresholds and impedance. It was further reported that the lead delivered inappropriate therapy and had small r waves with t-wave oversensing. The patient hurt their right elbow when the shock was delivered. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).